Event description:
An endeavor sprint rx drug-eluting stent (3.50 x 24) was successfully implanted during index procedure to proximal rca. A revascularization of the mid rca was carried out approximately 6 months post index procedure, one other brand stent was implanted. Fecal occult blood was reported to have occurred approximately 6 months later. Lower endoscopy revealed multiple colon polyps, medical treatment was not necessary. Investigator has indicated that the events were not related to the study stent or study procedures.

Manufacturer narrative:
(B)(4): evaluation results: (hemorrhage).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (revascularization).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (restenosis). (B)(4).

Event description:
Approximately 19 months post index procedure, the patient had a target vessel revascularization using a balloon in the rca. The investigator assessed that the event was not related to the study device. The patient was in remission following this event. Approximately 23 months post index procedure, the patient had a target vessel revascularization using a balloon in the rca. The investigator assessed that the event was not related to the study device. The patient is in remission.

Event description:
Approximately 28 months post index procedure the patient had a target vessel revascularization of the rca using a balloon. Investigator has assessed that the event was not related to the device. It is reported that the patient is in remission.

Event description:
The patient was treated with medication following the previously reported gi bleed event approximately 12 months post index procedure. It is reported that the patient recovered.

Manufacturer narrative:
Investigator has indicated that the previously reported tvr event approximately 28 months post index procedure was related to the study device.

Manufacturer narrative:
The patient was treated with ballooning during the previously reported revascularisation 6 months post index procedure.

Manufacturer narrative:
The patient was treated with a non-mdt drug-eluting stent during the revascularization.